Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: urological applications- adverse events associated with treatment may include but are not limited to: worsened incontinence; urinary retention; urinary tract infection; and/or localized responses (including swelling, erythema, induration, infection, necrosis, abscess formation, and/or hypersensitivity response). Slight discomfort and mild bleeding will probably occur at the injection site immediately following the injection procedure. In the clinical evaluation, approximately 2% of treated patients reported pain at the injection site or injection site injury. Transient gross hematuria may occur immediately following the injection procedure. In the clinical evaluation of contigen implant, postprocedure hematuria occurred in approximately 2% of treated patients. The patient should be told to report increasing discomfort or swelling to the physician. (B)(4).

Event description:
Per additional information received, the patient has experienced bladder lesion biopsy demonstrating chronic inflammation, dysuria, urgency, urge incontinence, frequency and continued stress incontinence, frequent urinary tract infections requiring suppressive antibiotic therapy, rectal bleeding, constipation, colon polyps and internal hemorrhoids, suprapubic pain, elevated pvrs, hypotonic overactive bladder, intermittent self catheterization due to retention, inability to tolerate any of the meds prescribed for her urinary symptoms due to side effects, history of bowel obstruction and ibs, vaginal burning and suprapubic burning, post menopausal atrophic vaginitis and vulvovestibulitis syndrome treated with estrogen and testosterone replacement, decreased libido, hospitalization for psychiatric reasons (noted in 2010) and interstitial cystitis-feels like" hot poker" in vagina and bladder, dyspareunia, vaginal scarring, erosion, fistulae and neuromuscular problems.